Event description:
New information received notes an insulation anomaly was also suspected prior to the procedure for replacement..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead. Programming changes were made. The atrial lead was subsequently capped (B)(6) 2021 and replaced. The patient was stable.

Manufacturer narrative:
Manufacturing date should have been entered as jun 12, 2001.